Manufacturer narrative:
The insulin pump was received with loose drive support disk, and cracked case on the display window corners.

Event description:
Customer reported that his insulin pump is damage. He stated that the piston in the reservoir compartment is loose. Nothing further was reported.